Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a proultra endo tip #5 broke during use; no injury resulted.

Manufacturer narrative:
Customer returned 1 puendo5. Using microscope visually checked tip. No manufacturing defects or markings were noted on instrument. Complaint indicates power setting was starting out on max at time of breakage. Setting for puendo5 is min. Power 1 max. Power 4. It is recommended to start at the lowest setting and gradually increase power as needed. Several factors may contribute to breakage of tips, such as number of uses, intensity, and pressure. All of these may affect the longevity of the tip. Root cause cannot be determined.